Manufacturer narrative:
(B)(4). Device evaluation pending. Reported due to customer concern re analysis conclusion. Date of manufacture: february 2011.

Event description:
It has been reported that device was deployed for use, assessed patient ECG, and did not advise a shock. Operator is questioning assessment of ECG. No adverse patient outcome was reported.